Manufacturer narrative:
(B)(4). Unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump was returned for power error alarm 25. The power management tool confirmed pump error 25 was triggered when backup battery loaded voltage (loaded vlith) was less that 3.5 v for 4 consecutive hours due to resistance issue at j6 connector. After disconnecting and reconnecting the internal battery connector on printed circuit board, insulin pump was monitored and functioned properly. Unit received with faded serial number label. Unit received with minor scratched display window, case and keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer had power error detected on insulin pump. The customer¿s blood glucose level was unknown. The customer stated that power error detected recurred within a week of troubleshoot previous occurrence. Advised the insulin pump will need to be replaced. Recommended customer refer to back up plan. The insulin pump will be returned for analysis.